Event description:
Customer reported her insulin pump is cracked and she can only see half the screen. She stated she fell on the device while playing sports. Customer's blood glucose is 178 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with physical damage, cracked and bleeding display glass, minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.